Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set site adhesive would not remain on the patient's body past one day. The patient noted that she used skin tac and film dressing and continued to have an issue since beginning on a distributor's pump. No patient injury was reported. See MFR: 2183502-2016-02180, 2183502-2016-02182, 2183502-2016-02183, 2183502-2016-02184, 2183502-2016-02185, 2183502-2016-02186, 2183502-2016-02187, 2183502-2016-02188, and 2183502-2016-02189.